Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had reoccurring insulin flow block alarms. Customer had tried different set and cannula length. The customer tried all the recommended troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. The device will be returned for analysis.